Event description:
It was reported, lifepak 15 device, customer stated "device did not recognize pads." In this state, the device may not be able to perform defibrillation therapy if needed. There was no report of patient involvement associated to this event

Manufacturer narrative:
The root cause is use error of using expired electrodes.

Manufacturer narrative:
Physio-control evaluated the customer's device and was not able to confirm any issues with the device. It was determined that the device was performing according to normal parameters. Device will state "connect electrodes" if pads are connected to device but not to a patient, according to normal operation. The device passed functional and performance testing and was returned to the customer.

Event description:
It was reported, lifepak 15 device, customer stated "device did not recognize pads." In this state, the device may not be able to perform defibrillation therapy if needed. There was no report of patient involvement associated to this event.